Manufacturer narrative:
It was reported the monitor was plugged in charged and the monitor overheated. The device was returned for investigation. Engineering evaluation was able to confirm device melt. No internal device was observed during evaluation. It is most probable that the device melt was caused by the mcto usb-a/ usb-c cables overheating and further internal investigation is on going.

Event description:
The patient reported that when they plugged their monitor in with the charger it started to overheat. Sizzling sounds were coming from the device. There was no patient harm reported. The device was replaced.